Event description:
A report was received that the patient¿s ipg would deplete faster than the usual. Database analysis revealed no anomalies. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The physician did not suspect malfunction. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg would deplete faster than the usual. Database analysis revealed no anomalies. The patient will undergo a revision procedure.